Event description:
It was reported that the wire fractured. A 1.5mm rotapro and rotawire were selected for use in a rotational atherectomy procedure in distal right coronary artery (rca). The long 80% stenosed target lesion was located in the severely tortuous, severely calcified distal rca. Rotablation was performed. The rotawire fractured and frayed at the distal end during removal. The device was pulled out. Another rotawire was used for the procedure. It was noted the rotapro drive shaft was kinked. The physician attempted to treat the lesion with a non-bsc balloon, it was advanced but it was not very effective. Then, the physician attempted to treat the lesion with the 3.00mm x 15mm nc emerge balloon, the catheter struggled to cross the lesion in spite of multiple attempts. Upon removal, the balloon was fractured inside the guiding catheter. The device was pulled out. There were no patient complications and the patient was reported in good condition post procedure.